Event description:
This procedure was performed in the sfa. Stent fracture was seen on follow-up angio during an intervention on the right side. Stent was patent, no injury or impact to pt has been reported.